Event description:
It was reported via repair work order that the cot will not unlock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot will not unlock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the cot will not unlock. This information was reported in error, there was no issue whit this unit not being able to unlock.